Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), implanted: (B)(6) 2014, product type: programmer, patient; product ID 3889-28, lot# va0djg6, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The consumer reported that the patient had a loss of therapeutic effect. There was something "not quite right" with their device and for the last 5-7 days they had to use catheters to empty their bladder because of urinary retention. It was discovered that the patient's implantable neurostimulator (ins) had been somehow turned off, so the patient was assisted with turning the ins back on. The patient's device was at 2.8 volts and they turned it down to 2.2 volts due to discomfort. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.